Event description:
Same case as mfg report # 6000093-2007-01624. It was reported that five days post a coronary stenting treatment procedure, the patient died. It was reported by the coroner's office that while the patient was outside at work, he collapsed. He was rushed to the local emergency room where they tried to resuscitate him but were unsuccessful and he was pronounced dead. The reporter stated that two liberte stents 3.5x28mm and 4.0x16mm had been implanted during a procedure one week prior to this incident. Attempts are being made to obtain procedure details from the facility where the stents were implanted.

Manufacturer narrative:
Stents are reported to be liberte' coronary stents, however, it is unk if they are monorail or otw.